Event description:
A physician reported high lead impedance. The patient underwent lead replacement surgery on (B)(6) 2014. The explanted lead has not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the lead was returned to the manufacturer for evaluation. During the visual analysis of the returned 27mm portion the (-) green electrode tri-filar coil appeared to be broken approximately 14mm from the distal end of the anchor tether. A portion of the coil appeared to be dissolved. Scanning electron microscopy was performed on the (-) green electrode tri-filar coil break and identified the area as being thin, having extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching on the coil surface. Scanning electron microscopy was performed on the spot-weld / slug area and identified evidence of electro-etching and pitting on the weld connection. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The puncture marks found on the bilumen tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the bilumen tubing. During the visual analysis of the returned 27mm portion what appeared to be a remnant of dried body tissue was observed on the surface of the ribbon. This condition may have prevented the (-) green electrode ribbon from coming in contact with the vagus nerve. With the exception of the observed discontinuity and the partially tissue-covered (-) green electrode ribbon the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device.